Event description:
Procedure: gastrectomy. According to the reporter: ttp was inserted orally for latg. The anvil could not be connected to the device smoothly and surgery was converted to open surgery. Used other device. There was no additional bleeding, nothing fell into the patient cavity, and operating room time was not extended more than 30 minutes. No patient info available.

Manufacturer narrative:
(B) (4). (B) (4).